Event description:
During a respiratory arrest anesthesia attempted to intubate a pt, a nasal airway was visualized in pt's trachea. Airway was removed by anesthesia. Airway was in nostril at 10 am but at time of respiratory arrest (12:22) airway was not in place. Pt was in the ICU on cardiac monitor/pulse ox monitor with alarms set.